Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer was unable to continue with the call. No address on file for customer. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter to customer as no address on file.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred when the blood sample was absorbed. During the call on (B)(6) 2018, a back to back blood test was performed by the customer and produced test results of e-5 and e-5 using truemetrix meter. Customer stated she was using correct testing technique. At the time of the call, the customer stated that she was tired, had dry mouth, increased thirst and increased urination. Customer was going to seek medical intervention due to symptoms. Customer was unable to continue with the troubleshooting process and no further information was able to be obtained.